Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 77 mg/dl at the time of the call. The customer stated they were running with their insulin pump in a little pouch before the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.